Manufacturer narrative:
(B)(4).

Event description:
It was reported that telemetry confirmed a critical alarm was occurring due to critical pump memory error. Pump went into safe state/min rate mode on (B)(4) 2010 at 08:11 am. The patient was sent at the clinic and the pump re-programmed to the correct settings. Patient was sent home and was o.k. When they left the clinic today. Caller stated the patient had a chest c-ray, but not on the same day as the pump went into safe mode. They heard the pump alarm some time after got home from the procedure. The patient was an electrician but did not report anything out of the ordinary that day. Additional information has been requested, but was no available as of the date of this report.